Manufacturer narrative:
Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported waxy material was found on the posterior side of 50 percent of intraocular lenses (iol) by two surgeons at the same facility. It was reported that is seems like it only happens with larger diopter lenses and starts at leading haptic and continues centrally and may be material from cartridge. In all cases, they were able to remove the substance with irrigation/aspiration, but it took more time and also made the case more difficult. There was no impact to the patients. Additional information has been requested.